Manufacturer narrative:
A4-a6: unk. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was removed and replaced for a replacement lens. Cause of the event was reported as unknown.

Manufacturer narrative:
H11 - upon further review, it has been determined that this complaint is not reportable and does not meet the criteria for seriousness. Claim# (B)(4).